Event description:
Caller reported experiencing a continuous glucose monitor (cgm) error, identified as error 42, related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided instructions for a complete pump reset. After completing the reset, the cgm error did not reappear, and the caller successfully started their sensor session.